Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the electrode belt's pin being broken. The root cause for the broken pin lead could not be positively identified. There was no adverse event that resulted from the damaged belt.